Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the insulin pump had physical damage to it at the reservoir compartment and scratches on the display screen. The customer did not know the blood glucose reading at the time in which the device had been damaged. The most recent blood glucose reading was 186 mg/dl. The customer stated that she noted cracks and pieces falling off near the reservoir compartment at the circular region of the exterior portion of the reservoir chamber. She stated that she had been using the damaged insulin pump for the past month. She noted that the damage had occurred over time and she did not know how it had occurred. Advised replacement of the insulin pump. Nothing further reported.